Event description:
Discordant troponin I (rti) and ck-mb (rck) results were obtained on a pt sample. The sample was repeated and the correct troponin I (rti) and ck-mb (rck) results were reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin I (rti) and ck-mb (rck) results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to sample level sense errors. The cause of the sample level sense errors is unk. The instrument is performing within specifications. No further eval of the device is required.